Event description:
(B)(4). Initial information for this spontaneous report was reported by a physician to a company sales representative on 18-oct-2008 and received by (B)(4) on 20-oct-2008: the physician asked for information concerning "hyperpigmentation several months after use of sculptra," (poly-l-lactic acid, lot numbers/expiration dates not specified.) No specific medical information was provided on patients, including number of patients involved. No further medical information was provided. Additional information for poly-l-lactic acid injectable (sculptra) (lot number/ expiration date unknown), from (B)(4): batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in USA. The review of the device history reports (dhrs) and of the analytical results of these batches did not show any anomaly that could be related to the event. The investigation results show that this kind of event is not batch related. No faults, defects, damages detectable. Conclusion: no faults detectable. Additional information was reported by a physician to a sanofi aventis sales representative on 10-nov-2008: there was a specific patient involved. No further medical information was provided.